Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of "high pressure" messages. Functional testing duplicated the reported issue. The investigation determined that a worn downstream occlusion sensor nub was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (2004-08) and there was no indication of a manufacturing defect during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a defective cassette. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.